Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited sensing issue. It was also noted that the top of old lead was damaged. The lead was explanted and replaced. The patient was stable.